Manufacturer narrative:
The event for heat was duplicated by the technician through functional evaluation. During functional testing, the collar did not snap back and the attachment reached a temperature of 284f at the tip with an amp draw test result of 0.415a. Upon disassembly, the technician found a shattered front bearing, a corroded integrated bearing, the collar was hindered by corrosion and the nose tip contained debris. The device was placed in parts retention. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor product inquires of this type for adverse trends.

Event description:
It was reported that during a surgical procedure at the user facility, the device caused a third-degree burn on the inside right cheek of the patient of about 8cm x 2 cm in size. It was also reported that the surgeon's glove melted. No further information was reported by the user facility.